Event description:
The manufacturer received information that a patient tried to remove the wisp mask using only her thumb. Allegedly, the patient injured a tendon in her thumb, requiring surgery. The manufacturer received the wisp mask with headgear for evaluation. Quality assurance (qa) inspected the headgear clips and did not detect any defects with the clips or the frame headgear slots. No defects were observed that could cause or contribute to the patient outcome. A review of the manufacturer's complaint records indicates the alleged event is an isolated incident. Based on the information available, the manufacturer concludes no further action is necessary.